Event description:
It was reported that an alarm 9 occurred. The customer's blood glucose level was displayed as "high." The customer administered a correction injection using a manual method and did not require assistance from a third party. Initially, the customer was unable to reload the cartridge and resume insulin. However, they were able to load a new cartridge eventually and successfully resume insulin delivery.